Manufacturer narrative:
An investigation has been initiated. Any additional information obtained and the results of the investigation will be provided in a follow-up report.

Event description:
According to the report, a cannulated pedicle finder broke inside the patient's body. Material remains in the patient as the surgeon was not able to remove it.

Manufacturer narrative:
The instrument involved in the reported event was not manufactured by amendia. The information regarding this event will be forwarded to the manufacturer of the device.